Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 455cc mentor memorygel breast implant on the right side, suffered right breast capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: 490cc mentor memorygel breast implant catalog: shpx490 lot: 9432298 sn: (B)(4) and 465cc mentor memorygel breast implant catalog: shpx465 lot: 9372233 sn: (B)(4).